Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and found that the probe of the instrument was leaking. The fse replaced pinch valve (lv8) and the sample syringe, but the instrument continued to leak. The fse then replaced pinch valve (lv11) and the leak was fixed. Pinch valve lv11 controls the probe aspiration and dispensing of diluent. The repairs were verified per established procedures. The cause of the leak was pinch valve lv11. (B)(4).

Event description:
A customer reported to beckman coulter (bec) a leak at the probe of the coulter act diff analyzer. The volume of the leak was a few drops and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No erroneous results were generated in connection with the leak. There was no death, injury or change to patient treatment.